Event description:
It was reported that while burring the intramedullary canal of the pt's finger, this bur broke. This event occurred while using the drill without a bur guard. The bur broke in the shaft area flush with collet-tip and the broken portion was retrieved. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Prior to this event, the customer had difficulty getting the bur guard on the drill but it did finally attach. The sales rep went to get another bur guard for use and when he returned, the surgeon had already used the drill and bur without the bur guard. The instruction manual for the handpiece warns the user of the following: do not operate the drill without the appropriate bur guard. Always use a bur of the proper length. The tip of the bur guard should cover the safe line on the bur, if applicable. Without the stabilization that the proper guard provides, the bur can break and be propelled with great force. The importance of using a bur guard with the drill has been addressed with the user. Investigation: the bur was received inside the collet of the drill but was discarded in error prior to investigation. According to the sales rep, the bur broke flush with the tip of the drill's collet and the broken portion in the collet was unable to be removed.